Event description:
This device was implanted during a normal device change out. During implant the chronic rv lead failed dft testing and shorted out this new ICD. After troubleshooting, it was determined that there may be an insulation breach in the lead. This device and the chronic rv lead were explanted the next day.

Manufacturer narrative:
Upon receipt the ICD was unable to be interrogated. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, it was revealed that the output stages of the high voltage circuit had been damaged. The damage symptoms clearly indicate a shock delivery into an external short circuit. Possible clinical complications that might lead to an external short circuit include, but are not limited to, twiddler's syndrome, subclavian crush syndrome or other lead insulation damages. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. Also the memory content of the device was not restorable as a result of battery depletion. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless.

Manufacturer narrative:
(B)(4).